Manufacturer narrative:
(B)(4). The device history record of lot 170501 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned and sent to the manufacturing site for investigation. Manufacturer reports "product received at site and confirmed the reported failure of light failure issue. Truled handle and product is manufactured in may 2017 and cartridge (rechargeable battery) of truled handle is having warranty or shelf life of 18 months. At the time of complaint, product has exceeded the shelf life of 18 months so we can conclude that product is already expired or obsoleted."

Event description:
Customer complaint alleges "the light is not constant and it keeps blinking". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the light is not constant and it keeps blinking". No patient involvement reported.